Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 588 mg/dl. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be in the tubing. However, as the customer had attempted to troubleshoot prior to calling cts by disconnecting and reconnecting the tubing, the customer indicated that all of the supplies to the pump would be changed. A correction bolus would be delivered after the supplies had been changed to address the bg level.